Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs indicated that the misplaced implant was due to skiving. The software correctly detected and alerted the user of high deflection forces present on the load cell during bone work. This excessive force present on the loadcell is likely the result of instrument skiving that was detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. Additionally, a review of the pre-operative CT merge revealed a rotational shift. A preoperative merge shift can lead to skiving and ultimately cause misplaced implants. The t11-r implant was replaced intraoperative using fluoroscopy techniques and there was no adverse effects to the patient reported. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that navigation using excelsius gps is not accurate due to the camera having a scratch on one of the sensors.